Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site. In turn, the ipg was explanted, replaced, and relocated which resolved the issue. Effective coverage was restored post operatively.